Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8018-032-02 ¿ versys femoral head ¿ unknown lot; 00-8757-048-02 ¿ continuum shell ¿ unknown lot; 00-8752-008-32 ¿ hxpe liner ¿ unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05022.

Event description:
It was reported that patient underwent right hip revision approximately 7 years post implantation due to severe, debilitation pain and elevated metal ion levels. During the surgery significant amounts of metallosis, corrosion, and trunnionosis was found. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: part: 00801803202, femoral head +0x32mm dia, lot: 61634941, part: 00784301106, por full-CT fem st 11x160mm, lot: 60732009, part: 00-8757-048-02, continuum tm shell multi 48 gg, lot: 61448860, part: 00-8752-008-32, hxpe liner elevated gg 32, lot: 61487442, part: 00-6250-065-30, trilogy bone scr 6.5x30, lot: 61687174.

Event description:
It was further reported through patient¿s operative reports that during the procedure upon entering the joint, the surgeon noted large bulbous soft tissue reaction. Unsuccessful aspiration of fluid attempted. There was a large amount of white hypertophic devitalized synovial tissue with intermised fluid. Corrosion noted at the head trunnion junction. Abductor muscles devitalized.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. The patient underwent a revision procedure due to pain, elevated metal ions, altr, and corrosion. The patient's cobalt level was 9.3 and chromium was at 4.5. The MRI report identified posterior pseudocapsule, alval, and gluteus medius tendon tear. During the procedure, a large bulbous soft tissue reaction was noted. There was a large amount of white hypertrophic devitalized synovial tissue with intermised fluid. Corrosion was observed at the head - trunnion junction. There was no metallosis seen. The liner had wear from the entension impingement on posterior rim. The head and liner were revised. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.